Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure the patient had one endeavor rx drug eluting stent implanted in the rca. Approximately one year later patient death occurred. Cause of death is unknown. Investigator indicated that the reported event was not related to the study device.